Event description:
Caller reported that the pt's battery (ps understood this as implant battery) was not depleting for the past 2 or few weeks. They were trying to charge and the battery was not depleting. Caller stated the pt was referred by their hpc to a neurosurgeon. Pt's pump device was working fine and the issue was with their spinal cord stimulator. Pt forgot to use their programmer. Caller inquired to see if a representative could provide assistance to check the status of their stimulator. Pt and external equipment was not present during the call. Ps offered to troubleshoot but caller got escalated and ps also offered for caller to call patient services back but caller preferred to get in touch with a representative. Caller stated no one could read the programmer and caller confirmed there were symbols and their nurse noted there was a triangle with an exclamation. Caller was frustrated and they noted they tried to troubleshoot for 3 hours. Caller noted the pt was not a good candidate for surgery and the pt made bad decisions; caller wanted to avoid unnecessary surgeries (ps understood this as caller did not want the implant to be replaced if it was not needed). Caller confirmed that the 2 previous stimulator implants were replaced due to normal battery depletion. Caller noted pt currently resided in a nursing home facility. Rep reported that they spoke to the nursing facility. They are at 9 years. End of life for that device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant reached eos (B)(6) 2023. The implant date showed 01/17/2014, thus expiration date appeared early by 11 days. The caller was redirected to the patient's healthcare provider.